Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "the last 3 (catheters) broke after a very short time. After 2 days they could only be rinsed with 1 to 5 ml syringes instead of 10 ml. This, too, becomes a feat over time. After 1 week, the infusion from the bag hardly goes in alone by gravity. It only works with a perfusor. It's not the care. The catheter is constantly rinsed with 10 ml and more saline solution. As a precaution, I also receive thrombosis injections once a day. It all started when I introduced the antibiotic cefoxitin by infusion. At the same time isavuconazole mushroom medicine orally per tablet." This report addresses the first device.